Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va305wn, implanted: (B)(6) 2024, product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of the stimulation changing slash output issue was unknown. The patient was seen and had their device check that was normal impedance and their stimulation was comfortable and appropriate. Patient admitted to multiple falls since implant and x-rays were ordered as a precaution.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel disfunction. It was reported that the patient experienced a stimulation output issue and pain. It was reported that the patient was seen by staff in office today. There was a stimulation change. They were complaining of "contraction/labor pain" associated with stimulation of the device. The patient was currently on program 5 at 1.0 amps. They were unable to verbalize how long the symptoms had been occurring. The patient stated they had a history of 37 different surgeries in their lifetime. They stated when they turned the stimulation off the pain went away. Troubleshooting was performed and included the nurse in office performing an impedance check which was within normal limits, device showed 4 green check marks. The patient refused to turn device off as directed by the manufacturing representative (rep). They stated when it was off their fecal incontinence/bowel incontinence returns and so does urinary frequency. A program change recommended. The patient switched to program 6 at 0.6 amps with no pain or discomfort. The patient was instructed to leave settings alone unless they experienced pain and if the pain was experienced, they were to turn stimulation off and contact the doctor immediately. Patient to follow up monday (B)(6) 2025 with office staff. The cause was not known. It was noted that the issue was resolved. The healthcare professional stated the patient also has a history of inter stitial cystitis and wants to address this with the doctor. The device was determined to be working correctly based on troubleshooting.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va305wn serial# implanted: (B)(6) 2024 explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.